Event description:
During a procedure to remove excess fluid from a pt's pericardium, a surgical trocar broke into several pieces. Most of the broken trocar was removed, but one or two small (3mm or less) pieces may remain in the pt's subcutaneous tissue. Because the pt was very obese, and the length of a thoracic trocar was unsatisfactory, it was necessary to use an abdominal trocar. The MFR agrees that there was no other option for the surgeon. A possible explanation for the breakage was contact with the ribs or torquing during the procedure. The surgeon did not think the device was torqued, but because it was placed between the ribs and a rigid scope was used, it is possible that movement or torquing occurred. The procedure was successfully completed and the pt apparently suffered no ill effects, however, infection and pain were cited as possible complications. The device will be returned to the MFR for analysis of the failure.